Manufacturer narrative:
The device was returned for inspection. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following that led to the malfunctions: the noise image and image disappearances during angulation in up/down direction was caused by a cut on the charged couple device unit cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the gastrointestinal videoscope had noise image, and the image disappears during angulation in up/down direction. There was no patient involvement.